Manufacturer narrative:
(B)(4). Date sent: 4/15/2026. B3: only event year known: 2026. D4: batch #unk. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Investigation summary: this is an evaluation of the photo received for evaluation. During the visual analysis, the following was observed: the photos show boxes with a label with the product code gst60d, lot # 384a52, exp. Date: 2028-03-31. A lot trace was performed on the lot provided, and the lot number was not found in the quality tracking system. The analysis performed determines that the suspect package is not authentic johnson & johnson product. Based on the photos and lot reviewed, it was confirmed that the product is counterfeit.

Event description:
It was reported that the customer received allegedly defective products. There was no patient consequence reported. No additional information provided.